Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
A proglide device was received in the abbott vascular lab with no reported information. The device was returned with blood in and on the device. The suture was partially exposed from the needle slot. The pre-tied knot was tight. The plunger, link and both cuffs were not returned. The lever was in the closed position and the foot was retracted. A device in this condition would not have achieved hemostasis. The site was contacted and no information could be provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned device analysis indicates that a posterior cuff miss occurred. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.